Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial lead exhibited under-sensing and could not pick up any p waves. The lead was capped and replaced on (B)(6) 2026. The patient was in a stable condition.